Manufacturer narrative:
(B)(4). A fuse scope was received for analysis. A visual evaluation was performed which affirms that the image issue was due to ccd and harness failure. The reported issue was confirmed. Based on a thorough review of the reported complaint, the most probable cause for this complaint is cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, all images went out when angulating the scope. Reportedly, the patient's anatomy was not visible. The procedure was completed with another fuse 1c colonoscope. There were no patient complications reported as a result of this event.